Event description:
Customer reported low blood glucose symptoms with result of 52 mg/dl obtained on the performa system. She self-treated with sugar, and 11 minutes later tested 284 mg/dl; one minute after this value was obtained customer tested 71 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.